Event description:
Health professional reported unknown side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified yellow particles in the shell, opening curved on posterior and weight to the specification. A visual and microscopic analysis was performed which identified a sharp opening on posterior due to a surgical impact opening, for the stress mark in the shell, wear abrasion and striated opening on radius. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening and two a striated opening on radius due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported unknown side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported unknown side rupture. Device has been explanted.